Event description:
It was reported that during stenting treatment procedure stent damage occurred. The lesion being treated was located in the left anterior descending artery. The physician implanted an ion stent in the target lesion. The stent became damaged at the proximal end. Postdilation was performed with an nc quantum apex balloon. The stent remains implanted and the procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).